Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 08/27/2014 with the following findings: the battery compartment is cracked. Confirmed customer¿s complaint of a time and date reset in black box. On (B)(4) time and date reset within 10 minutes of battery removal. After pump was exercised for 24 hours, time and date reset was duplicated after battery was removed for 6 hours. With pump taken apart the internal battery was found to be leaking. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 08/27/2014.